Event description:
Reporter alleged the blood glucose monitoring device generated a test result prior to the test strips being dosed with blood or control solution. It was stated the meter generated a result of "lo." No actions were taken and no treatment was reportedly received as a result. A request was made for the return of the suspect product and replacement product was sent.